Manufacturer narrative:
Concomitant product: product ID: 3387s-40, lot# v719620, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A company representative reported that the patient had a loss of therapy. The patient recently was having returned parkinson symptoms. It was unclear if it was disease progression or medication the patient was on. Rep wanted longevity estimate and then noted that therapy impedance was greater than 2000 ohms. A couple days later, the rep further reported that there was no concerned by patient or physician. This was simply soletra battery estimator and impedances were often over 2000 with this device.